Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. On one occasion, the blood glucose reading was 121 mg/dl compared with the sensor glucose reading of 64 mg/dl. At another time, the blood glucose reading was 240 mg/dl versus the sensor glucose reading of 110 mg/dl. The customer declined troubleshooting for the discrepancies. He also received a lost sensor alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.